Event description:
It was reported that during a percutaneous coronary intervention, a stent damage occurred. The target lesion was located in an unknown artery. While attempting to insert a 2.25x16mm promus element¿ plus drug-eluting stent, the physician noticed that the stent was lifted, prior to entering the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention, a stent damage occurred. The target lesion was located in an unknown artery. While attempting to insert a 2.25x16mm promus element plus drug-eluting stent, the physician noticed that the stent was lifted, prior to entering the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. A visual and microscopic examination identified stent damage. The struts on the first five rows on the proximal end of the stent were raised and bunched together. The struts on the distal end of the stent and along the stent were misaligned. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The tip of the device was damaged (jagged edges). The balloon of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at 980mm distal to the strain relief. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).